Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from the patient that approximately 2 years post implant of this aortic bioprosthetic valve, an unknown valve was implanted valve-in-valve. The patient reported the valve was "too small or too short so they put another valve inside of it". No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.